Event description:
The customer had nausea, dizziness and was hospitalized for high blood glucose and dka. It was reported that the customer was not interested in troubleshooting the pump and he requested a replacement pump.